Event description:
It was reported that the device spontaneously worked its way out of the patients body. The physician plans to replaced the device with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).